Manufacturer narrative:
The returned device was evaluated and corrosion was observed on the pcb of the device. The batteries were found to have an insufficient charge and the pcb board was removed from the device the hooked up to a power supply. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The downloaded data returned a 0x3d alarm, indicating a ¿step sensor asserted before wire driven¿. The device ran for 365 pulses before alarming. The device was observed leaking around the o-ring. No other damages or defects were found on the device during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide- model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 470 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. A new pod was applied to treat the hyperglycemia.